Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit, most likely due to a damaged lead insulation. The returned device data have been analyzed. The iegm from episode 127 documented the presence of noise in the far-field channel. Otherwise no anomalies were observed. In a next step, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore the ICD was opened and the inner assembly inspected. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. This damage clearly indicates a shock delivery into an external short circuit, consistent with the spot of molten titanium observed during the visual inspection of the ICD and the damaged lead insulation observed during the lead analysis. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - this device was explanted due to a depleted battery. The new device was implanted for four days and after the first shock, it was unable to be interrogated. A third device was implanted with the same results, and finally the third device and the ICD lead were replaced. It is believed that the ICD lead was defective.